Event description:
Three treatments were performed on the right coronary artery using a diamondback 360 coronary orbital atherectomy device (oad). When advancing through the lesion, the tip of the driveshaft was observed to be fractured. A dissection was observed. The oad was removed. Following, the viperwire guide wire was removed and the fractured driveshaft came with the wire. The subintimal space was ballooned in an attempt to open into the true lumen. Following the procedure, the patient expired. The cause of death was unknown.

Manufacturer narrative:
The oad was returned to csi. A driveshaft fracture was observed at the distal side of the crown. Scanning electron microscopy analysis identified fatigue striations at the site of the driveshaft fracture. This can occur when the driveshaft undergoes excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape. The root cause of the event was unable to be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for user manual states that a vascular dissection is a potential adverse event that may occur and/or require intervention with use of the system. Csi ID: (B)(4).